Event description:
On (B)(6) 2013, the pt had been ambulated to the bathroom and upon return to the bed at 0705, the pt became unresponsive. Carotid pulse checked by the staff. No pulse was felt. Code was called. The pt was successfully resuscitated and transferred to the critical care unit. The pt had been in atrial fibrillation prior to this event. The pt's cardiac monitoring system failed to recognize a bradycardia rhythm or asystole. Pt had pauses over six (6) seconds. System bpm (beats per minute) were blank. No alarm sounded.